Event description:
The customer reported that the system produced an electrical odor and would not cycle power through the machine. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator battery pack was replaced. The system was tested and found to be working as intended and put back into service.